Event description:
The customer stated she was hospitalized for low blood glucose levels. The customer had not details as to what led up to the low blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests, including the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.